Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet charger was not functioning properly, and after troubleshooting with the user, the agent determined the charger required replacement and arranged an overnight shipment. Symptoms included none reported. Outcomes included no impact beyond the need for replacement supplies. Investigation included remote troubleshooting and user education. Investigation of this case revealed a charger performance issue consistent with a device accessory malfunction that prevented normal charging. It was concluded, based on previously established findings for similar reports, that the cause was an accessory malfunction due to component failure.